Manufacturer narrative:
The achm40 was received for investigation. The device passed all applicable tests and no production nonconformance could be identified.

Event description:
A patient underwent a coronary artery bypass graft (CABG) surgery with concomitant left atrial appendage exclusion (laae) using an achm40 clip. Following deployment of clip device, the heart was rotated, revealing that the achm40 clip was not positioned at the base of the appendage. The surgeon decided to remove the clip, but inadvertently tore the distal tip of the left atrial appendage during the clip device removal. Following this, the surgeon successfully applied an achv clip and bleeding was controlled. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Event description:
Based on the attached letter from the user, there was no injury to the patient. Initially, it was reported that the surgeon tore the distal tip of the left atrial appendage. However, the surgeon has clarified that this information was incorrect. A piece of fatty tissue was attached to the achm40 clip when it was removed, and the surgeon visually confirmed that there was no tear in the left atrial appendage caused by the removal of the achm40 clip. As a result, this event has been reassessed by atricure, and it does not meet the criteria of reporting per part 803.